Event description:
Olympus field service technician reported after completing an unknown procedure, the power switch was broken on customer device. There was no death or injury reported due to the event.

Manufacturer narrative:
The fse replaced the power switch and the device is operational. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the subject device was not returned to the repair department. However, it was confirmed that the subject device was manufactured before the design of the power switch was changed. It was, therefore, surmised that the power switch was broken because operation force applied to the power switch and the number of times the switch was pressed exceeded the original assumption. It was confirmed that the design of the power switch was changed in order to improve its resistance. The modified products were shipped from november 26, 2013. Olympus will continue to monitor field performance for this device.